Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle rigid hex screwdriver no longer functional as the end has worn down. Product ref 227447000, lot no ag08185101 although difficult to make this out. Identified in ssd, no delay to surgery. The distal tip has worn down and is no longer hexagonal, so not getting any purchase on the screw.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.